Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive so pump could not be operated. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it with a prepaid label, and was informed that pump under warranty would be replaced, requiring customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.